Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the orange pulse wire being pinched at the ECG ¿c&d¿ cable dn plug connector. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.